Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the device did not cut at all and the knife blade did not retract. They opened a new device to complete the procedure. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found no defects. The reported condition was confirmed. The investigation found the device would not cut. The knife did not extend or retract when the trigger was activated. The pig tail of the knife is not captured under the knife collar. The device is being forwarded to engineering for further evaluation, and the results will be attached. The investigation identified the root cause of the reported event to be an assembly error. If information is provided in the future, a supplemental report will be issued.